Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and that the sheath, telescope, and markers measured within specification. Microscopic inspection revealed no damage to the sheath, telescope, markers, or imaging window.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced several times for ultrasound examination of the target lesion. On the fifth use, the ability to cross seemed to be significantly reduced and the physician thought the coating might have peeled off the catheter. The device was removed without any problems and the procedure completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was advanced several times for ultrasound examination of the target lesion. On the fifth use, the ability to cross seemed to be significantly reduced and the physician thought the coating might have peeled off the catheter. The device was removed without any problems and the procedure completed with another of the same device. There were no patient complications.